Event description:
It was reported that the customer occasionally has issues with an apparent vacuum forming when he tries to fill the reservoir. Customer also stated that the print on the insulin pump is too small and is hard to read. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).